Event description:
Nurse experienced lightheadedness, abdominal cramps, nausea, diarrhea, chest tightness, wheezing, tightness in throat, and intense itching in ears and throat after opening a box of powdered latex gloves. Nurse was later treated and diagnosed with latex anaphylaxis.